Event description:
It was reported that the plaintiff was implanted with a "pelvic mesh product" to treat her pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, impairment, loss of enjoyment of life, loss of care, comfort, and consortium and has undergone and will undergo corrective surgery or surgeries, "as well as other damages.

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.